Event description:
It was reported that the device was throwing off metal shavings during a procedure.

Manufacturer narrative:
Final investigation showed that the device functioned properly. The device's inner shaft had damage on the shaft of the inner shaver, consistent with torquing the device during use. No residual shavings were found.